Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states two components were being used in conjunction, a head section from 2014 and a foot section from 2015, and that they delivered it to a customer who called them later and stated that the bed felt uneven. He states they went out and replaced the bed and when they brought it back into the shop it looks like the frame might be spent or "sprung" as he called it. Per the technician's evaluation, the head section has a bent drive arm and the foot section has a bent frame.